Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data shows that an 0x33 hazard alarm was generated during the run. No timeouts or drive stalls were present that would indicate the device struggled to deliver insulin. The device was reset and paired with a master pdm to deliver a bolus. The bolus was successfully delivered, and the rerun did not generate the 0x33 alarm observed in the original data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.